Event description:
It was reported that patient was on ungrounded cable and presented with low speed, pump off and low flows. Log file submitted captured low speed, pump off, and low voltage hazards (B)(6) 2022 at 1812-1813 while using the ungrounded cable. Submitted driveline x-ray images were unremarkable. On (B)(6) 2022, technical services performed a driveline repair. Approximately 3 inches from the exit site was spliced. Repair was completed without any issue. Approximately 22 inches of the driveline was replaced and no immediate alarms noted after the repair. No short was found on the wires. The patient was to remain on the ungrounded cable pending the result of the driveline analysis. Additional log files submitted after repair and one pump stop was reported on the morning of (B)(6) 2022 and was confirmed it occurred at 12:58 pm for approximately 30 seconds which was indicative that the short was internal. The patient remained asymptomatic. No further treatment and the patient would remain on ungrounded cable as the patient was not a candidate for a pump exchange. No additional information provided.

Manufacturer narrative:
Related manufacturer report number 2916596-2018-04740. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient passed away due to the phase to phase pump stop.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed operation and pump stop events; however, evaluation of the returned portion of driveline from (B)(6) did not find damage that would have contributed to the reported event. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings is indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. The submitted log files contained data from 14:49:47 on 22jan2022 through 13:57:03 on 25jan2022 and 13:59:43 on 02feb2022 through 14:12:17 on 08feb2022, per the timestamps. The pump operated at or above the low speed limit until 18:12:23-18:13:21 on 24jan2022 when low speed operation and pump stop events were captured. The patient was operating on their power module and reportedly was using an ungrounded patient cable during this abnormal pump operation. An additional low speed operation event was captured at 12:58:23 on (B)(6) 2022. The pump regained speed on its own and operated above the low speed limit until 12:58:34-12:58:37 on (B)(6) 2022 when additional low speed operation and pump stop events were captured. The patient was operating on 14-volt batteries during the abnormal pump operation on (B)(6) 2022. All of the pump stop events were associated with low speed and low flow hazard alarms. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue, resulting from a phase to phase short. A distal end driveline replacement was performed on (B)(6) 2022 under and approximately 17¿ of the external portion of the driveline was returned for evaluation. There was rescue tape present approximately 2-4¿, 6-7¿, and 8-15¿ from the controller connector. Electrical continuity testing of the replaced portion of driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the rescue tape, tears in the silicone jacket were observed 2.5, 3.5, 6.5, and 14.5¿ from the controller connector. The rescue tape along with the tears in the underlying silicone jacket appeared consistent with the patient¿s prior complaint of superficial driveline damage. The entire bionate layer was discolored but otherwise unremarkable. There was moderate breakdown of the metal braided shield throughout the entire portion of driveline with complete breakdown observed 3, 4, 9.5, and 14.5¿ from the controller connector. Microscopic examination of the underlying wires did not reveal any breaches. The wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The account indicated that the patient was asymptomatic and had no further treatment. A pump exchange was not considered as the patient was not a candidate. It was planned for the patient to remain on an ungrounded patient cable as an outpatient as of (B)(6)2022. The patient ultimately expired on (B)(6) 2022 due phase to phase shorting resulting in pump stop. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed, low flow, and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.